Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
On 26th september 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the cover was cracked with missing particles, pieces were falling down and the keypad membrane was damaged and has holes. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
On 27th august, 2024 getinge became aware of an issue with one of surgical lights ¿ powerled 300. It was determine that the issue from the complaint is not safety and risk related. Then on 4th october 2024 further information was provided by getinge technician following the device evaluation. As it was stated, the cover was cracked with missing particles, pieces were falling down and the keypad membrane was damaged and has holes. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The initial reporter was subcontractor getinge. The correction of b5 describe event and problem and g3 date received by manufacturer deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the cover was cracked with missing particles, pieces were falling down and the keypad membrane was damaged and has holes. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 27th august, 2024 getinge became aware of an issue with one of surgical lights ¿ powerled 300. It was determine that the issue from the complaint is not safety and risk related. Then on 4th october 2024 further information was provided by getinge technician following the device evaluation. As it was stated, the cover was cracked with missing particles, pieces were falling down and the keypad membrane was damaged and has holes. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous g3 date received by manufacturer: 09/26/2024 corrected g3 date received by manufacturer: 10/04/2024 based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter experts at the manufacturers. Regarding cracked headlight cover, all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on the plastic surfaces and leads to its degradation. The concentration of chemical products, the presence of agent residual on the disinfected surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: - prolonged exposure to detergents and disinfectant solutions - high concentrations - prohibited products. The keypad peeling off is a normal wear at this location. In the chapter daily inspection before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.